Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux en y gastric bypass, on pouch creation, on the second case of the day using the stapler, after the surgeon articulated the staple load, the staple load unexpectedly articulated back towards the center. This occurred twice on the second and third loads. The doctor rearticulated, clamped and fired without problems to resolve the issue. There was no patient injury.